Event description:
This spontaneous report was received on (B)(6) 2012, from a consumer (age and gender unspecified) reporting on self from the united states. On an unspecified date, the consumer started using reach johnson and johnson floss, waxed for dental cleaning (route-dental, lot number 0662d, expiration date and frequency unspecified). After an unspecified duration, the consumer noticed that the metal clip of the floss came out. The consumer stated that the same thing happened every time while using the floss. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states. Additional information was received on (B)(6) 2012: the device name was updated from reach johnson and johnson floss, waxed to reach johnson and johnson floss, mint waxed. This report remains a reportable malfunction case in the united states.

Event description:
This spontaneous report was received on (B)(6) 2012, from a consumer (age and gender unspecified) reporting on self from the united states. On an unspecified date, the consumer started using reach johnson and johnson floss, waxed for dental cleaning (route-dental, lot number 0662d, expiration date and frequency unspecified). After an unspecified duration, the consumer noticed that the metal clip of the floss came out. The consumer stated that the same thing happened every time while using the floss. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states. Additional information was received on (B)(4) 2012: the device name was updated from reach johnson and johnson floss, waxed to reach johnson and johnson floss, mint waxed. This report remains a reportable malfunction case in the united states. Additional information was received on (B)(4) 2012: review of data for this complaint revealed no adverse trends and no trend involving this lot number. Field sample for reach johnson and johnson floss, mint waxed, lot 0662d was received open and used. Insert was misplaced inside the container. Sample was visually examined and did not exhibit evidence of the defect described by the consumer. Retain sample for this product and lot was visually examined and met specification. Device history records reviewed noted no non-conformances or deviations related to this complaint. Records for cutter-insert assembly were reviewed and no non-conformances or deviations were noted. Investigation documentation did not show any information that indicated lot 0662d failed to meet specifications. Complaint trends will continue to be monitored. This report remains a reportable malfunction case in the united states.

Event description:
This spontaneous report was received on (B)(6) 2012, from a consumer (age and gender unspecified) reporting on self from the united states. On an unspecified date, the consumer started using reach johnson and johnson floss, waxed for dental cleaning (route-dental, lot number 0662d, expiration date and frequency unspecified). After an unspecified duration, the consumer noticed that the metal clip of the floss came out. The consumer stated that the same thing happened every time while using the floss. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states.

Manufacturer narrative:
The date of this submission is (B)(6) 2012. This closes out this report unless other additional significant information is received.

Manufacturer narrative:
(B)(4). This closes out this report unless other additional significant information is received.

Manufacturer narrative:
(B)(4). This closes out this report unless other additional significant information is received.